Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
The reported problem was not reproduced during on-site troubleshooting. The air gas module and the oxygen gas module were replaced as a precaution and the parts were returned for investigation. The investigation showed that the air gas module which regulates the air gas flow to the patient was faultless. Performed pre-use checks passed without deviation and no alarms were generated during ventilation testing. The oxygen gas module which regulates the oxygen gas flow to the patient did not fail during testing in a reference ventilator. Performed pre-use checks passed without deviation and no alarms were generated during ventilation testing. The oxygen gas module failed during testing in the manufacturing test system. The test failed due to a small offset drift in the delta pressure transducer. Once the pressure transducer was replaced the test passed without deviation. It cannot be confirmed if the delta pressure transducer's offset drift had caused the reported high oxygen alarm since the problem was not reproduced during ventilation testing. The reported high oxygen alarm is confirmed in received device logs. The logs showed that the alarm was generated for the first time on (B)(6) 2014 and the date of event has been updated accordingly.

Event description:
It was reported that the ventilator generated alarms for high oxygen concentration during patient treatment. There was no harm to patient. (B)(4).